Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm #4 docked right most lateral trocar. The prograsp instrument inserted into trocar then latched on the arm as usual when the customer noticed the tip of the instrument was touching the colon, they went to disengage instrument from arm when the prograsp tip closed and grasped bowel. The customer put their hand on the instrument so it would not finish coming out and had a lot of resistance. Also, they could not override the disengaging to open the jaws of the prograsp so it would let go of the colon. The customer was keeping pressure on the instrument and keeping it from going up and down or side to side with the help of the laparoscopic grasper, they attempted to release the bowel when the prograsp tip opened and released the colon. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm prograsp forceps instrument associated with the customer-reported complaint. The instrument was analyzed, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. Visual inspection displayed no signs physical damage. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.